Manufacturer narrative:
Date of event: exact date unknown, event occurred last month ago. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 19271052.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy.